Event description:
It was reported that during a coronary stent procedure, after loading the delivery/stent device onto the wire and introducing into the guide catheter, it was noted that there was strut damage. No patient injuries or complications occurred.